Manufacturer narrative:
(B)(4). The insulin pump alarmed unexpected restart after battery change and resets time/date, problem isolated to interface board. The pump was received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. No unexpected external ram crc error alarm noted during testing. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that that the insulin pump received an unexpected restart. The customer's blood glucose 165 mg/dl. Alarm did not occur shortly after inserting a new battery. The insulin pump will be returned for analysis.